Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to possible infection due to swelling at the device site. The technical service (ts) advised the patient to visit the clinic. There was no additional adverse patient effects were reported. This rv lead remains in service.